Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patient's concern with the product.

Event description:
Patient reported left side pain, "deformation," and was informed by physician that ¿due to the recal. Bia-alcl is a disease that cannot be detected in the imaging exams, however this does not mean that the patient does not have lymphoma.¿ patient reported swelling and device is "falling." The device remains implanted. Patient also reported ¿discreet mucosal thickening of ethmoidal cells bilaterally; sinuosity of the nasal septum, with slight deviation, with left convexity; obliteration of spheno-ethmoidal recesses due to mucous thickening/secretion,¿ which is unrelated to the breast implant. Patient reported that MRI identified liquid, folds, and undulations and patient is "tired and exhausted" due to an unrelated process.

Manufacturer narrative:
Additional data: b.5, b.6, g.1, h.6.

Event description:
Patient also reported ¿discreet mucosal thickening of ethmoidal cells bilaterally; sinuosity of the nasal septum, with slight deviation, with left convexity; obliteration of spheno-ethmoidal recesses due to mucous thickening/secretion,¿ which is unrelated to the breast implant. Patient reported that MRI identified "a little water," "folds and undulations". Patient reported being "tired and exhausted" due to an unrelated process. The device has been explanted. Patient also reported "tingling," pulmonary embolism, "tiredness," dyspnea, "lesions." As well as "altered/blurred vision" "increased menstrual flow" "eyes had inflammation" and ¿positive lupus anticoagulant¿ which are not device related. Patient treated with xarelto.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation includes lymphoma alcl diagnosis.

Event description:
Cytopathological report of extracted liquid found markers of cd30+, alk- indicating alcl.